Event description:
During a mitral isthmus ablation, a steam pop occurred causing a pericardial effusion on the left side of the heart requiring a pericardiocentesis. The patient's blood pressure dropped, and an ultrasound was done to diagnose the effusion. The ablation was successfully performed and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The event description indicates that ablations were performed with an rf power of 40w. Artmt600150696 ver. B tacticath contact force ablation catheter, sensor enabled instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence;¿ however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Per the IFU, cardiac perforation is a known risk during the use of this device.